Event description:
On an unk date, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, a computed tomography revealed aneurysm growth (amount of growth unk) and an unspecified endoleak. On (B)(6) 2012, a computed tomography angiogram confirmed the growth and unspecified endoleak. It was reported that there was room between the lowest renal artery and the top of the proximal graft so the physician felt it was best to implant an aortic extender component. The same day, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender to treat the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork could not be conducted due to the device lot/serial number being unavailable.